Event description:
It was reported by the distributor that after implantation, the catheter showed a leak below the suture wings at the base of the hub. The hole reportedly caused a serious infection to the pt.